Event description:
It was reported that, after a tka surgery done on (B)(6) where a gns ii cmt tib size 5 left was implanted, a revision surgery was executed on (B)(6) 2023 due to the loosening of the tibial component. The surgeon has suggested that the loosening occurred at the cement-implant interface, and not the cement-bone interface. The patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Additional information: d10 (concomitant product added), h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the associated device was returned and evaluated. A visual inspection of the returned devices did not reveal the stated failure mode. The devices shows signs of wear. The clinical/medical investigation concluded that, per complaint details, a total knee arthroplasty revision surgery was performed dues to loosening of the tibial component at the cement-implant interface per the surgeon. Implantation date is unknown. As of the date of this medical investigation, patient-specific supporting clinical documentation has not been provided. Therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported events cannot be determined with the limited information provided. No further clinical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, size selected, cement integrity, inadequate integration between the cement and bone/implant and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: d9 and h3 (device was returned for evaluation).